Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had a sealing issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during gastrectomy, the device had sealing issue that resulted to 5ml bleeding. It was noted that there was activation tone and end tone heard without regrasp alarm. The problem occurred after 10-15 good seals on a 3 mm thick tissue bundle. A new similar device was opened using the same version of generator software to complete the procedure. The patient had a history of cancer and has not undergone chemotherapy. The user of the device has been using the device for 10 years.

Manufacturer narrative:
Evaluation summary: one device sample was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product met specification as received. The reported condition was not confirmed. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made and a full thermal effect was visually verified. The device was activated while pressing the button and with the rotation knob in various positions to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. The instructions for use (IFU) states, keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. No entries pertinent to the customer's report were noted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during gastrectomy, the device had sealing issue that resulted to 5ml bleeding. It was noted that there was activation tone and end tone heard without regrasp alarm. The problem occurred after 10-15 good seals on a 3mm thick tissue bundle. A new similar device was opened using the same forcetriad generator software version 4.00 to complete the procedure. The patient had a history of cancer and have not undergone chemotherapy. The user of the device has been using ligasure for 10 years.